Event description:
Additional information indicated the patient was not externally converted. The field representative indicated there were no allegations against the device performance. The physician did not want to make any changes to the device and the patient will continue to be monitored.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and six shock in the ventricular tachycardia zone which did not convert the patient and it exhausted therapy. The rhythm identification (rid) was correlated; however, sustained rate duration (srd) timed out. Technical services (ts) discussed that srd begins once rid inhibited and once it expires, it will treat. Additional information was requested; however, no further information is currently available. No adverse patient effects were reported.